Event description:
Reporter alleged when going to a regular scheduled doctor appointment, blood glucose measured 59 mg/dl back to back with a result of 96 mg/dl when testing was performed within 10 minutes of each other. Customer stated the doctor changed her insulin dosage, however, it was based on the last routine visit and not based on the back to back results from the meter. It was reported customer was given orange juice and food as a result of the low readings, however, no other actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.